Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product 960103, lot number 2574222. Device history review : product code 960103, work order (B)(4) was manufactured on 05 mar 2008. 30 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) no code available represents surgical intervention.

Event description:
It was reported that the patella implant disengaged from the patella.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product 960103, lot number 2574222 device history review:product code 960103, work order 2574222 was manufactured on 05 mar 2008. 30 parts were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.